Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was 434 mg/dl. The customer reported no symptoms related to their high blood glucose. The customer treated their high blood glucose with insulin pump therapy. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer stated that the drive support cap appeared normal and that the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised their insulin pump would be replaced, and the customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.